Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with accu-chek inform ii meter serial number (B)(4). A fingerstick sample from the patient was tested on the meter at 4:04 p.m. And the result was 49 mg/dl. A fingerstick sample from the patient was tested on accu-chek inform ii meter serial number (B)(4) at 4:09 p.m. And the result was 66 mg/dl. At 4:35 p.m., a sample was collected from the patient and tested with an unknown laboratory test, resulting as 126 mg/dl. The customer was questioning the 49 mg/dl value obtained with meter serial number (B)(4). The customer did not know if any treatment was provided to the patient based on the meter results. No adverse events were alleged to have occurred with the patient. The customer did not know if test strips from the same vial were used when testing on each meter. The customer also did not know if two different fingersticks were used in obtaining samples used for testing on the meters. Quality controls were tested on both meters on (B)(4) 2017 and these passed. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer provided the affected test strips for investigation. The customer's test strips were tested using a retention meter, retention battery, and retention controls. Control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Results: level 1: 44 mg/dl, 44 mg/dl, 45 mg/dl; level 2: 297 mg/dl, 299 mg/dl, 299 mg/dl. All returned results are within acceptable ranges. No information was provided that would point to a cause for the result discrepancy.